Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a mis-ID was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " expected microorganism: candida orthopsilosis (complex candida parapsilosis) microorganism identified by phoenix: candida haemolonii / candida auris"

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: an incorrect identification for yeast panels was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that the expected identification of their sample was candida orthopsilosis; however, the microorganism identified by the m50 instrument was candida haemolonii / candida auris. Bd remote services communicated with the customer, requesting further information in order to complete the investigation: the panel batch details, the culture medium, the mcfarland value used to set up the samples, a pdf of the results, and binary files from the instrument. Multiple attempts were made to contact the customer for this information, but it was not provided. The root cause is not known. This complaint is an unconfirmed failure of a bd product. If the information from the customer is received, a new case will be opened to investigate. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for pf2349 was completed and revealed no previous complaints related to mis-identification. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a mis-ID was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "expected microorganism: candida orthopsilosis (complex candida parapsilosis) microorganism identified by phoenix: candida haemolonii / candida auris".